Manufacturer narrative:
Investigation conclusion; tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. The customer used samples in vtm above the recommended amount which may have overly diluted the sample and caused a negative result root cause; cannot duplicate with retains. Source; phone.

Event description:
Discordant results received during evaluation study. Sofia sars resulted negative, pcr resulted positive for one known previously positive sample. The sample was eluted in 3ml vtm and frozen prior to testing. No information available regarding CT values or data regarding symptom onset.